Event description:
Clinical study. Same case as MFR # 6000089-2006-02293. It was reported that 99 days after a coronary drug eluting stenting treatment procedure, the patient had stent thrombosis and required a target vessel reintervention (tvr). The index procedure treated a 3.5x18mm, 65% stenosed, moderately calcified, mildly tortuous lesion in the proximal left anterior descending artery (prox lad) with placement of a taxus express2 3.5x20mm drug eluting stent, reducing stenosis to 0%. The procedure also treated a 2.5x16mm, 96% stenosed, moderately calcified, moderately tortuous lesion in the 1st obtuse marginal branch (1st om) with placement of a taxus express2 2.5x16mm drug eluting stent, reducing stenosis to 0%. There were no reported complications. The pt was discharged the next day on aspirin and plavix. 99 days after the index procedure the patient had stent thrombosis (st), which was not confirmed by angiography or intravascular ultrasound system (ivus). The location of the st was unknown. The event was resolved on the same day. A taxus express2 3.5x12mm drug eluting stent was placed in the left main coronary artery (lmca). It was unknown if the event was related to the taxus stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplement medwatch report will be filed.